Event description:
The user is experiencing a skin-breakdown over the device. Reportedly the device is working within specifications, however a surgery is needed in order to repair the damaged skin. At a revision surgery on the (B)(6) 2021 the skin was repaired and the device remains implanted.

Manufacturer narrative:
Additional information: according to the information received from the field, a post-operative infection at the incision site causing a skin breakdown was observed. A first revision surgery was not successful as the device was exposed after one week again. An additional revision surgery to manage the observed infection was carried out successfully. A review of the device_s sterilization records shows that the device has been subject to a valid sterilization process. No information available points to the implant being the source of infection. The implant stays implanted and in use.

Event description:
The user is experiencing a skin-breakdown over the device. Reportedly the device is working within specifications, however a surgery is needed in order to repair the damaged skin. The problems started on the (B)(6) 2021, there was no trauma that led to this. Reportedly there was no constant pressure applied to the site where the skin is broken. The user suffered from an erythema formation of collection of fluid over the implant site, swabs were taken, but no bacterial growth was found. The device was exposed, surgery was performed to close the wound but the device was exposed again after one week. On (B)(6)2021 another surgery to close the wound was successful. However, eventually the implant was exposed again. The user was explanted on (B)(6) 2022 and will be re-implanted at a later date.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which is expected to have been present whilst implanted. Mechanical damages found during investigation are attributable to the removal surgery. According to the information received from the field, a post-operative infection at the incision site causing a skin breakdown was observed. A first revision surgery was not successful as the device was exposed after one week again. An additional revision surgery to manage the observed infection was carried out successfully. However, eventually the device was found exposed again and was finally explanted. A review of the device_s sterilization records shows that the device has been subject to a valid sterilization process. No information available points to the implant being the source of infection. This is a final report.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user is experiencing a skin-breakdown over the device. Reportedly the device is working within specifications, however a surgery is needed in order to repair the damaged skin. At a revision surgery on the (B)(6) 2021 the skin was repaired and the device remains implanted.